Manufacturer narrative:
Device evaluation: a correlation between the device and the patient¿s expiration could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient expired and the cause of death was unknown. The patient went into asystole at home. The patient was brought to emergency department (ed) via emergency medical services (ems) and no heroic measures were taken as patient was do not resuscitate (dnr). There was no autopsy and the pump was not explanted. No additional information was provided.